Manufacturer narrative:
D6b added. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary. Purge sidearm returned for investigation. The returned sidearm was visually inspected and the tubing off the filter was observed to be cut. Possible purge sidearm bypass performed in the field to resolve the leak. The joint between the filter and the reservoir was observed to be fractured. The cause of the purge leak was a damaged filter to reservoir joint likely due to an unintended use error. Device history review: pump passed all post sterile inspection criteria.

Event description:
The user facility reported that the impella cp had a leak on the purge filter. The team found its own solution to maintain the purge flow. The patient is still on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.